Manufacturer narrative:
E1: initial reporter postal code: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an exactamix 1000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked. The tpn bag was in a plastic bucket with an intact light protect outer cover . Upon picking up the tpn bag to the remove light protect cover, a small amount of fluid was detected in the plastic bucket. This occurred during setup prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, and a leak was observed at the port 2 spike port bonding area of the container. The reported condition was verified. The cause of the condition could not be determined; however, most likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.